Event description:
Internal record review determined this event to be reportable. Uneventful device deployment sequence. Three minutes post deployment a large hematoma developed. Additional hand held pressure and a sandbag were applied to the site. The event resolved one hour post deployment with additional sequelae.